Event description:
A caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, with the exact highest value unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support advised the caller to uninstall and reinstall the mobile app and instructed them to monitor the battery depletion, recommending follow-up if it exceeded 35% per day.